Event description:
The distributor reported that during incoming inspection, there was debris in the packaging.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted 09 september 2013 ¿ 05 november 2013), carefusion 2200 initiated a CAPA investigation ((B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: the evaluation (using 40x magnification) of the complaint sample identified a small imbedded fiber (greater than 0.08 mm2 on the tappi chart) in the shunt body. The evaluation was not able to confirm the presence of any small fibers or other debris within the packaging. The evaluation was not able to definitively identify the source of the fiber. It has been identified that this failure mode is not an isolated event. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. The shunt assemblies are manufactured in a controlled manufacturing environment that uses strict control over product movement into and out of the manufacturing room and requires specialty personal protective equipment for the manufacturing personnel to minimize the inadvertent transfer of debris. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.